Manufacturer narrative:
The manufacturer did not receive explanted devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4). Cpt160004016 reports a split case with zimmer biomet (B)(4) products involved. Reported with manufacturer report number: 1822565-2016-00973. Cpt160004195 reports the first revision due to metallosis which was performed on (B)(6) 2016 with winterthur products involved. Reported with manufacturer report numbers: 9613350-2016-00493 and 9613350-2016-00494 legal case.

Event description:
A product liability claim was raised reporting that the patient was implanted with a biolox option head xl, 32/+7, taper 12/14 on (B)(6) 2016. The patient was revised on (B)(6) 2016 due to dislocation of the biolox head.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient underwent revision surgery due to dislocation of the biolox head after 1 month in vivo time. Review of received data: x-rays dated (B)(6) 2016: findings: no abnormalities observed. X-rays dated (B)(6) 2016: findings: mild degenerative change on lumbar spine. Some cystic change adjacent to the right thr. X-rays dated (B)(6) 2016: findings: thr seen in anatomic alignment. Antibiotic beads are seen within the joint. No lytic abnormalities observed. No surgical report was received for review. Physician progress notes dated (B)(6) 2016: patients' metal liner was replaced by a 32 mm zimmer with an e-holly crosslink liner. Ceramic 32mm head with a +7 neck was used. The patient was specifically advised while in the hospital to limit his activities and to avoid any active abduction for six weeks. He was also advised to use two crutches for protective weight bearing to allow for his capsule to regenerate and abductors to heal. The patient apparently did not understand and reports that he has been walking mainly with just a cane and sometimes with no external support. He has also been walking two or three miles a day. He reports that it felt like his hip is starting to slip out of joint. On his exam today his incision is well healed. He has a functional range of motion with no pain. X-rays of his right hip show appropriate position of the components. Physician progress notes dated (B)(6) 2016: mr. (B)(6) has been twenty-three days since his right hip revision. He had had a metal on metal hip done originally. It was converted to a metal on poly. Unfortunately the risks for dislocation is very high after that surgery and indeed the patient did dislocate. Therefore, on (B)(6) 2016 the original acetabular component was removed and replaced by with a larger component which allowed to use a 40 mm head for stability. Abductors repaired. He has been on crutches since. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause determination using sap dfmea: dislocation (short-term manifestation of harm) due to user error - joint laxity possible: no information about the joint laxity of the patient is available, therefore cannot be excluded. Dislocation (short-term manifestation of harm) due to joint laxity due to limited head offset options possible: no information about the joint laxity of the patient is available, therefore cannot be excluded. Dislocation (short-term manifestation of harm) due to no or inadequate labeling - surgeon selects incorrect head offset possible: the product was not received for the investigation, therefore cannot be excluded. Conclusion summary according to the physicians progress report the patient was specifically advised while in the hospital to limit his activities and to avoid any active abduction for six weeks. He was also advised to use two crutches for protective weight bearing to allow for his capsule to regenerate and abductors to heal. The patient apparently did not understand and reported that he was walking mainly with just a cane and sometimes with no external support. He was also walking two or three miles a day. Therefore the most likely root cause of this complaint is considered to be the patient who does not follow the healing plan. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).